Event description:
It was reported that the patient went to the emergency department and it was observed that this right atrial (ra) caused the patient to experience pectoral stimulation. A chest xray was obtained and it showed that the lead was found out to be dislodged. Reprogramming changes were done to address the issue and the physician will continue to monitor for the mean time with the recent pandemic recommendation. Additional information received and indicated that this exhibited high impedance measurements. The physician noticed that lead appeared to have blood under insulation. As a result, the physician decided to explant the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. This report is being filed to correct the b5: describe event or problem, e: initial reporter and h6: device code. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) caused the patient to experience pectoral stimulation as the lead was found out to be dislodged. This lead remains in service. No adverse patient effects were reported.